Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the inner diameter of 2 t:lock cartridges appeared to be "molded improperly". A new cartridge was successfully loaded to address the event. Blood glucose was not impacted.